Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of severe esophageal varices procedure to treat esophageal and gastric varices performed on (B)(6) 2024. During the procedure, the tissue was suctioned. After the handle rotated, it was noticed that the first band did not deploy and stayed in the ligator head until retracted to the second band. The device was removed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on october 18, 2024: it was noted that no difficulty was experienced upon setting up the device.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h2 (additional information): block a1, block a2 (age at time of event), block a3 (weight), block b5, block e1 (initial reporter address 1, initial reporter address 2, initial reporter city, initial reporter zip/post code), and block h11 have been updated based on the additional information received on october 18, 2024.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of severe esophageal varices procedure to treat esophageal and gastric varices performed on (B)(6) 2024. During the procedure, the tissue was suctioned. After the handle rotated, it was noticed that the first band did not deploy and stayed in the ligator head until retracted to the second band. The device was removed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on october 18, 2024: it was noted that no difficulty was experienced upon setting up the device.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: a speedband superview super 7 device was returned for analysis. A visual evaluation noted that the ligator housing was returned with six bands attached to it. The ligator housing teeth were found bent. The trip wire was returned detached from the handle. No other problems with the device were noted. The reported complaint of bands unable to deploy was confirmed. Upon analysis, the returned ligator housing had six bands attached to it, the ligator housing teeth were bent, and the trip wire was returned detached from the handle which could have been due to procedural factors such as excess of force or the manner as the device was handled and manipulated. Excessive manipulation of the device without enough care could have induced the defect found. It is possible that this problem when trying to deploy the bands, might have to do with the technique used by the physician or the way the device is being handled, perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle, and this made the bands feel difficult to be deployed. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, could have also affected the functionality of the handle when deploying the bands. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1 (initial reporter facility name): the second (B)(6) hospital. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of severe esophageal varices procedure to treat esophageal and gastric varices performed on (B)(6) 2024. During the procedure, the tissue was suctioned. After the handle rotated, it was noticed that the first band did not deploy and stayed in the ligator head until retracted to the second band. The device was removed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.